Manufacturer narrative:
Patient information was unavailable from the site. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be duplicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site claimed an inaccuracy if 1-2 millimeters at the arteriovenous malformation (avm). Registration passed successfully and accuracy looked good superficial. Site performed another MRI on the patient, registered, but the issue persisted. It was reported that the site was performing trace registration. The procedure was completed with the use of navigation. There was no patient impact reported. No information was provided on delay to procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the surgery was completed with 30 minutes delay and the navigation was aborted.

Manufacturer narrative:
Correction: UDI and manufacture date provided. If information is provided in the future, a supplemental report will be issued.